Manufacturer narrative:
No product was returned. Optical sensor issue: clinical details note psl alarms during the case. Impella was repositioned. It is unknown if the repositioning resolved the alarms. Data log review confirmed psl alarms on (B)(6) 2025. Snr/contrast had a downward trend leading up to the psl alarms. During this time, there was variation in the ps waveforms with some periods of more ventricular-looking waveforms compared to the expected aortic waveforms. However, with a lack of clinical details, a positioning issue cannot be confirmed. The cause of the optical sensor issue was not determined since insufficient clinical details were provided and product was not returned. Major bleed: clinical details state that the patient had a drop in h/h and there was concern for a gi bled. 2 prbcs were given. The cause of the major bleed was not determined since insufficient clinical details were provided. The pump passed all post-sterile inspection checks.

Event description:
It was reported that the patient experienced a drop in hemoglobin and hematocrit raising concern for a gastrointestinal bleed. A continuous furosemide infusion at 5 milligrams per hour was ongoing, and two units of packed red blood cells were initiated in response to the suspected bleeding. It was reported that the patient was not accepted for transfer, and the impella device was being weaned with possible removal anticipated. The patient continued to be hemodynamically supported with continued monitoring of respiratory status and laboratory values.